Manufacturer narrative:
This event has been identified as a duplicate of the event reported under medwatch report 9615742-2016-00137. Please refer to medwatch 9615742-2016-00137 for all event information.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment during a urogynecological procedure.